Event description:
Pt experienced diplopia and other symtoms of hypoglycemia while driving. Glucose reading on paradigm link bg meter was 87; repeat test on different meter -1-touch ultra- no more than 2 minutes later confirmed hypoglycemia at 53 mg/dl.